Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14-jan-2026, it was reported by a sales representative via (B)(6) that an ar-6480 pump has low pressure. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed, the inflow motor underperforms at only 120 ml¿s per minute. Physical damage was found to the top cover, bottom cover, bezel, both door levers, lcd touch screen, and there are 4 missing bumpers and 1 missing molex connector. The serial label and software label require updates from v1.10 rev. See vendor evaluation.

Manufacturer narrative:
Corrected information: d9.